Event description:
It was reported that a system error alarm occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. On (B)(6) 2020 the catheter was placed and therapy ran for 5 hours without an alarm before the button was pressed to power down the console. Approximately 4 hours later, the therapy was restarted and ran for 7 more hours without any alarms before treatment was disconnected on (B)(6) 2020. The catheter remained in the patient for another 26 hours without therapy running until infusions were resumed on (B)(6) 2020. Upon immediate restart of treatment, a cross connection (e006) alarm occurred. Troubleshooting was attempted, but unsuccessful in resolving the alarm. The procedure was completed with this catheter running as a standard infusion catheter. After treatment was successfully completed, the sales representative returned to the site for follow up and reconnected the catheter to have a no groups enabled (e311) alarm appear. No patient complications were reported.

Manufacturer narrative:
The catheter came back for analysis. The ultrasonic core (usc) was fractured into two pieces with the proximal segment of the usc inside the infusion catheter (ic), proximal to the kink at 80.1 cm. There was no evidence of electrical damage or failure and it appears the fracture was mechanical in nature, as seen by a clean slice through the core wire. The ic tubing was 2 cm longer than the max spec and all the wires were stretched suggesting the catheter was pulled during removal. This is further supported by the evidence of hemostasis valve damage at the proximal marker band, including dislocation of this marker band distally about 5 mm. Tool marks were seen along the ic shaft at 9.4 cm and 42.6 cm. Tool marks were seen along the usc shaft at 60.2 cm, and 61.8 cm. Lastly, plastic deformation of the usc at the treatment zone/shaft joint aligns with kink damage suggesting it may have caused tension along the usc as it was removed from the ic. The event log downloaded from the control unit was returned for analysis. This revealed after therapy resumed, a device temp hw shutoff alarm (e312) occurred immediately due to tc1 temperature invalid (99.9c). The iddc was disconnected and reconnected, and the therapy restarted. A couple of minutes later e006 alarm (msd iddc cross connection) occurred due to no rf being detected, and the alarm recurred in 1.5 minutes. The therapy restarted after another catheter disconnection and reconnection. However the e312 alarm returned in a couple of minutes, and followed by e006 alarm. A few minutes later the catheter was switched to channel a and the therapy was started on channel a with different cic, immediately e006 alarm returned again and the alarm recurred twice before the cu shut down.

Manufacturer narrative:
The event log downloaded from the control unit was returned for analysis. This revealed after therapy resumed, a device temp hw shutoff alarm (e312) occurred immediately due to tc1 temperature invalid (99.9c). The iddc was disconnected and reconnected, and the therapy restarted. A couple of minutes later e006 alarm (msd iddc cross connection) occurred due to no rf being detected, and the alarm recurred in 1.5 minutes. The therapy restarted after another catheter disconnection and reconnection. However the e312 alarm returned in a couple of minutes, and followed by e006 alarm. A few minutes later the catheter was switched to channel a and the therapy was started on channel a with different cic, immediately e006 alarm returned again and the alarm recurred twice before the cu shut down.

Event description:
It was reported that a system error alarm occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. On (B)(6) 2020 the catheter was placed and therapy ran for 5 hours without an alarm before the button was pressed to power down the console. Approximately 4 hours later, the therapy was restarted and ran for 7 more hours without any alarms before treatment was disconnected on the (B)(6). The catheter remained in the patient for another 26 hours without therapy running until infusions were resumed on the (B)(6). Upon immediate restart of treatment, a cross connection (e006) alarm occurred. Troubleshooting was attempted, but unsuccessful in resolving the alarm. The procedure was completed with this catheter running as a standard infusion catheter. After treatment was successfully completed, the sales representative returned to the site for follow up and reconnected the catheter to have a no groups enabled (e311) alarm appear. No patient complications were reported.